Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed collimator potentiometer errors and failed to boot to a usable state. No pt serious injury or death was reported related to this event.